Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was observed to have reached normal battery depletion but no early replacement indicator alert was noted. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.